Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had blood backing up into the administration set, past the air filter. They stated that it occurred after the infusion had finished and the bag was empty, with the set still attached to the patient. They did not say how long the infusion had been finished. Mmd did follow up with the initial reporter. They did not report any adverse effect to the patient due to the complaint. No additional information was provided. (Complaint-(B)(4)).